Event description:
It was reported that (2) 355hr were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the scrub tech saved 5mm housings from case, (355hr). The housings show obvious tears in outer gaskets. One shows loose seal and it fell into pt. The piece was retrieved with no consequence to pt. The device was replaced and the case continued. The surgeon used std reusable 5mm graspers, blunt probe and lcsk5 through these ports.